Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the surgeon mentioned that he may have overloaded the green cartridge with tissue.

Event description:
It was reported that during a gastric sleeve procedure, on the 1st firing with a green reload, the device delivered malformed staples on the inner row. The surgeon oversewed the staple line. The same stapler with new reloads was used to complete the procedure. There was no patient consequence. One device was discarded.